Manufacturer narrative:
Returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, unable to duplicate the reported issue. The force sensor, plunger cable, worm coupling, worm gear, motor and motor bracket were all replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a "force sensor bridge" error and a "motor rate" error. There were no reported adverse events.